Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. The same day as event onset, the patient was hospitalized and treated with unspecified antibiotics (ongoing) for peritonitis. At the time of this report, the patient is recovering from peritonitis event. Action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.